Event description:
It was reported that a user noted blood glucose of 283 mg/dl on the ilet and declined a confirming fingerstick; the user stated they had performed a supply change but installed an empty insulin cartridge, after which a proper supply change was completed and glucose began to decrease. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem involving an improper or incorrect procedure, with relevance to the infusion tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.